Event description:
It was reported in 2004 knee arthroscopy deetermined that femoral component had fractured through posterior portion of medial femoral condyle. Closed with extension, open with flexion. Patient required revision.